Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered an inappropriate shock for atrial fibrillation (af) with rapid ventricular response (rvr). Technical services (ts) was contacted, and programming considerations were provided. No adverse patient effects were reported. This device remains in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.